Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported via phone call that due to customers sweating, infusion set and transmitter fell off of customer. It was reported that customer had an auto immune disease which caused sweating. It was reported that infusion set came off in the middle of night, causing customer to have low blood glucose and suffered a seizure. Caller was advised to monitor issue.